Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold values and high out of range shock impedance measurements, measuring at 165 ohms. No episodes with noise were recorded and provocative maneuvers were performed with no abnormalities identified. The physician made the decision to perform a revision procedure with commanded shock testing, but the reported shock impedance values were within normal limits. Consequently, it was decided to keep the rv lead and replace the device due to normal battery depletion. The physician suspected the cause of the suboptimal impedance values is calcification or lead fibrosis. The patient will continue to be monitored, and no additional adverse patient effects have been reported. This lead remains in service.